Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged device with unknown part and batch numbers was received for evaluation. The evaluation of the returned suture noted fraying at the tips with broken filaments. The condition of the suture tips indicates that the suture was broken, as the ends do not exhibit a clean, uniform cut. Functional tests were not performed due to the device damage. The most likely cause of the reported failure was a patient-specific factor, such as the patient¿s inability or unwillingness to adequately restrict activities or adhere to postoperative instructions during the prescribed healing period. Directions for use dfu-0147-eo revision 4 tightrope® devices c. Contraindications: 6. Conditions that tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. E. Warnings: 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone.

Event description:
It was reported that after an initial surgery the tibial button broke and became loose. Which resulted in an graft failure however the abs loop was found to be intact. This was noticed during the post-operative testing. Due to this failure a revision surgery with an additional suture graft and a fixation of a bicortical post was performed. Update 10-feb-2025: during the evaluation it was found that in addition to the reported button an unknown suture was returned with the initially reported device which was apparently removed with the button during the revision surgery. No malfunction was reported with the device. Update 24-feb-2025: further information was provided that after removal of the broken button; the surgeon tried to pick up the suture ends of the abs loop to use them for another fixation on the tibia. However, the ends were too high in the tibial tunnel for a pickup. Under arthroscopic view the surgeon removed the abs loop out of the joint. The loop became loose due to the broken button.